Event description:
It was reported that during testing of the right atrial (ra) lead, sensing values were low and muscle stimulation was present. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.